Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device received an alert 02 (low flow) and the grey tubing was loose at the back, and it was unlocked. The nurse secured the tubing, and all seemed good at that time.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received an alert 02 (low flow) and the grey tubing was loose at the back, and it was unlocked. The nurse secured the tubing, and all seemed good at that time.